Manufacturer narrative:
Submit date: 07/22/2016. An investigation is currently underway; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a chest drainage unit. Customer reports that the corrugated tube does not fit properly to the canister, it kinks.

Manufacturer narrative:
One (1) sample was returned in relation to this lot number. Upon visual inspection of the returned product, we can confirm that the corrugated tube is in the incorrect location. A potential root cause for this condition may be that the sleeve was not inserted fully or dislodged post production. A quality alert was initiated to communicate and create understanding of this customer concerns to all personnel involved in the manufacturing of this product. Furthermore a formal corrective and preventative action (CAPA) has been initiated to investigate complaints for the tubing issues. The device history record (DHR) review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process of lot 16a107fhx. Based on the above investigation results, no further action is required at this time. The associated data will be fed into the risk management quarterly report.